Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 4/14/2020. Device evaluation summary: according to the information received, this device was received in product evaluation lab on 02/20/2020 and could not be associated with an existing complaint; there are neither deficiencies alleged nor patient injuries or a failure at the device. During visual evaluation a tear was observed at the union between shell and suture tab, located at 6 o¿clock. Microscopic examination was performed, and the cause of the rupture could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2020, a 475cc artoura breast tissue expander was received by the mentor failure analysis lab. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal per paperwork received with an explant date of (B)(6) 2019.